Event description:
It was reported that two everest polyaxial screws at s2 broke post-operatively. Additionally, the two everest set screws at s1 migrated as well as one at right l5. Revision surgery has been performed. This report captures the third migrated set screw.

Manufacturer narrative:
The returned everest set screw was visually inspected. The migrated set screw showed signs of incomplete contact with the rod. Deformations were observed around the circumference of the inferior surface of the implant. Typically, a properly seated set screw will show a singular line across the diameter of the set screw. However, this set screw did not have a complete line across the surface diameter. The markings indicate that only the edge of the device was in contact with the rod. Complaint history records were reviewed for this lot, no adverse trends were observed. An x-ray was provided of the patient's construct in which the reported failure was confirmed. However, additional information was not received regarding the patient's bone quality, post-operative activity levels, or when the issue was noticed. Migration of the implant may have been contributed to by improper contact with the rod as well. The most likely root cause for the set screw migration is attributed to user error based on the chattering observed.

Event description:
It was reported that two everest polyaxial screws at s2 broke post-operatively. Additionally, the two everest set screws at s1 migrated as well as one at right l5. Revision surgery has been performed. This report captures the third migrated set screw.